Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during dwell six of seven of peritoneal dialysis therapy. The patient¿s nurse advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.